Event description:
It was reported that the rv lead was explanted due to 4 inappropriate shocks caused by oversensing. No further patient complications were reported as a result of this event. A 3500a was received and reports that the patient "got up to go to the bathroom and upon returning to bed had four ICD shocks in succession. The patient did not recall having palpitations, chest pain, dyspnea, lightheadedness or near syncope prior to the shocks, suggesting they might be inappropriate shocks." The patient was admitted and underwent a rv lead revision.